Event description:
The physician deployed a 3.5mm diameter x 22mm length integrity rapid exchange (rx) bare metal stent to treat a lesion in a patient. It was reported that the middle of the stent was slow to deploy and that upon inflation, the distal and the proximal ends would expand, however, it was reported that it took 45-60 seconds at nominal pressure to deploy the stent fully. No patient injury occurred and no clinical sequelae were reported. Cine image review the procedural images suggests that air is present within the balloon working length and the distal cone of the device. There is no evidence of balloon leak or burst as there was no evidence of contrast leakage outside the balloon of the device.

Manufacturer narrative:
Results: no results available as no evaluation performed. Failure to follow instructions (device not purged adequately). Conclusion: device incorrectly prepared for use; (device not purged adequately). Failure to follow instructions (device not purged adequately). (B)(4).